Manufacturer narrative:
The product was requested for investigation.

Event description:
We received an allegation of questionable inr results with a coaguchek xs meter (serial number not provided) compared to an unknown laboratory method. The date of event is an approximation; the date of event was not provided. The result from the meter was 5.5 inr. The result from the laboratory was 0.9 inr. The timeframe between tests was not provided. The patient¿s therapeutic range was not provided.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.